Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient¿s cgm displayed 236 mg/dl; however, she was dizzy and was unable to stand or find her glucometer to perform a bg. She called emergency medical services (ems) who performed a bg which was 400 mg/dl and transported her to the hospital. At the hospital, her bg was 500 mg/dl; she was admitted, treated with IV fluids, and release after a couple of days. Additionally, the patient has a history of cardiac issues (tachycardia) and is on oxygen therapy 24 hours a day. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.